Event description:
It was reported, thorough a medwatch report, that this right ventricular lead exhibited impedance issues. At this time, no additional information was received. This lead remains in service. No further adverse patient effects were reported.